Manufacturer narrative:
Investigation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received open sample. The ampoule received from the open pouch has been optically evaluated and a defect in the tip of the ampoule has been found. The leakage of the glue occurs at this point. We have conducted a review of the batch manufacturing record of this product and no deviations have been found. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. When additional information has been received, a follow up report will be submitted.

Event description:
It was reported the contents of the package is damage. The reporter indicated that when the package was opened the tube (ampoule tip) was found damaged. The event was discovered prior to use.